Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.